Event description:
The user facility reported that during patient procedures the monitors to their vividimage surgical display were flickering. The procedures were completed successfully following short delays. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that user facility personnel had altered the power cabling, subsequently causing the reported event. To resolve the issue, the technician repaired the power cabling. The unit was tested, confirmed to be operating according to specification, and returned to service. While onsite the technician counseled user facility personnel on the proper handling of the power cabling. No additional issues have been reported.